Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. Also received with intermittent button response due to flattened esc dome switch. The keypad connector locked properly during visual inspection. A received with cracked case at the display window corner, cracked reservoir tube lip, scratched keypad overlay, stained end cap sticker, stained back address label and minor scratched lcd window were noted on the insulin pump upon arrival.

Event description:
The customer reported via phone call that his son¿s insulin pump got dropped and damaged. The customer¿s blood glucose was unknown at the time of incident. The customer reported that there is a black spot on the screen. The customer reported that they cannot read the pump screen and pump was not functioning as designed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump was returned for analysis.